Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call, the reservoir and the infusion set were causing the customer's blood glucose to go high. Customer's blood glucose was over 400 mg/dl and currently 227 mg/dl. The customer's mother declined troubleshooting. Customer stated issues were with a couple of reservoir and the second one was the infusion set. The customer is returning the reservoirs for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoir, 1 of 2 reservoirs passed per specifications and found not occluded however, the remaining reservoir unable to verify the occlusion anomaly due to the reservoir septum, transfer guard and plunger was not returned.